Manufacturer narrative:
Inspection fluid path and drive mechanism found no evidence of any damages or deficiencies that would result in the obstruction of fluid flow through the cannula. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate an obstruction of fluid flow. The fluid path was tested for leaks. No leaks were found.

Event description:
It was reported the patient's blood glucose level rose to 500 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (abdomen), the patient noted that the pod's cannula looked like it's occluded. The patient also observed insulin on the adhesive patch. Treatment information was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios: omnipod software app version: 2.0.4, operating system: 18.7, hardware: iphone16.2, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.